Event description:
It was reported that the device cannot be turned on, red flashing light with beeping sound when turning on and unit was fully charged. There was no patient involvement.

Manufacturer narrative:
Omit : a070803 - failure to power up (1476), b17 - device not returned, c20 - no findings available, d15 - cause not established, g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: device manufacture date.

Event description:
It was reported that the device cannot be turned on, red flashing light with beeping sound when turning on and unit was fully charged. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device cannot be turned on, red flashing light with beeping sound when turning on and unit was fully charged. There was no patient involvement.